Event description:
It was reported that the patient attempted to change ilet infusion supplies and initiated fill tubing while still connected to the infusion set, but did not press and hold the button to start fill, resulting in 0.0 units delivered; troubleshooting and education were provided to complete the cartridge load, confirm visible drops, attach, and resume delivery, addressing issues consistent with low available insulin and an incomplete cartridge load. Symptoms included no adverse effects, and the reported glucose was 114 mg/dl on cgm. Outcomes included no impact to blood glucose and no need for medical care or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed user setup error during cartridge and tubing change while connected to the infusion set, with no device malfunction observed after proper loading and priming. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incomplete cartridge loading and attempting to fill tubing while connected.